Manufacturer narrative:
(B)(4). Batch # p58y6x.. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received fully fired and loaded in the device. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged, however it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure the device locked onto tissue and was removed by using the manual over-ride. It is unknown if the reverse button was used. It is unknown whether the device advanced, cut or stapled, only that it jammed. No additional information is available. A like device was used to complete the procedure. There were no patient consequences reported.